Event description:
Information was received that this smiths medical cadd administration sets experienced leak tubing. It was reported that the clinician noted the tubing was leaking near the air filter. Subsequently, the tubing was changed. No patient consequences were reported. No adverse effects were reported.